Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of 400 mg/dl. Symptoms that were reported at the time of the incident included none. The customer did not state how they were treated for the high blood. The customer also mentioned air bubbles in the infusion set. Troubleshooting was provided. The insulin pump will not return for analysis.